Event description:
Information was received from a patient's representative regarding an external device. The caller stated that they are trying to charge the patient's implant but they are receiving a message on the recharger that indicates the recharger antenna is getting too hot. Caller stated that they put it in front of a fan to cool it down, and they were able to see that they patient's implant was at about 30%, but they could not charge the patient's implant because the issue persisted. Agent reviewed meaning of message. An request was sent to repair to replace the frayed cord.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.